Event description:
It was reported that during a shoulder arthroscopy procedure using the super turbovac 90 icw, the electrode on the distal tip dissolved after 5 minutes of wand activation and disappeared through the wand suction. The pt was x-rayed to verify that no debris was left in the pt. The procedure was completed without significant delay using a backup super turbovac. There were no pt complications reported as a result of this event.